Manufacturer narrative:
It was also found during the evaluation that the brakes would not hold due to worn brake rings.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged zoom handles, damaged load cell weldment and damaged drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged zoom handles, damaged load cell weldment and damaged drive motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.